Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure stent jailing was discovered. In (B)(6) 2007 the patient was treated with an unknown size taxus express2 stent in the lad. In (B)(6) 2009, coronary angiography was performed due to chest pain and elevated blood pressure. Which revealed there was 80% stenosis in the ostium of 1st diagonal due to the jailing of the vessel due to of the previously deployed taxus stent in mid left anterior descending (lad) artery, pci was not amenable. The lad stent was patent with 30% distal in-stent narrowing.

Manufacturer narrative:
Patient identifier: (B)(4). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Device evaluated by manufacturer: (B)(4).